Manufacturer narrative:
A ge service representative performed an over the phone investigation. The cmos settings were evaluated and reset by the customer with assistance from the fse. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had no input. Additional information was received from the field service engineer confirming that the system was not booting up. No patient serious injury or death was reported related to this event.